Manufacturer narrative:
The pump exchange and thrombus were reported on medwatch MFR# 2916596-2018-00446 analysis of the system controller log file appeared to show the system operating as intended and a direct correlation between the left ventricular assist system (lvas) and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established. It should be noted that the patient was supported lvas support until an exchange was performed on (B)(6) 2018. Thrombus was confirmed through the evaluation of the device however, the duration of time for which the depositions were present in the pump could not conclusively be determined. If these thrombus formations were present during the time of this event, they could have contributed to the patient¿s elevated ldh. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s sex was not provided. (B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) and low inr. The patient is currently on lovenox and coumadin. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and did not see trends consistent with thrombosis. Additional information was requested but not provided.